Manufacturer narrative:
A bec field service engineer (fse) was dispatched and found the leak was caused by a cut yellow stripe tubing through the normally open (no) vl12b. The fse replaced the tubing to repair the leak. The fse also adjusted the hemoglobin (hgb) lamp voltage as auxiliary service since it was too high. Failure mode is cut yellow stripe tubing through no vl12b. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that three (3) cups of fluid which appeared to be cleaner leaked in the back of the coulter lh 750 hematology analyzer while troubleshooting a failed startup. The unit was also giving high white blood cell (wbc) / hemoglobin (hgb) background/incomplete computation. The leak was cleaned up by the customer. The customer was wearing a lab coat, face shield, and gloves at the time the leak was discovered. The customer did not report any exposure to open wounds or mucous membranes. No erroneous results were generated or reported during this time. There was no change to patient treatment associated with this event.